Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: due to data error, e217 (scope error) occurs, and air-water tube and air water cylinder tube had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e217(scope error) was due to damage to the image sensor unit. A probable cause of the foreign material that remained in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited no image during reprocessing. There were no reports of patient involvement.